Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2014 at 21:36:55. During night drain cycle four, the patient's ultrafiltration reading was 1278ml, indicating the home patient (hp) drained 1278ml more than their maximum programmed fill volume of 2000ml. No additional information is available.